Event description:
It was reported that the customer's insulin pump was damaged. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit had cracked display window, cracked case at display window corner, and cracked reservoir tube lip.(B)(4)